Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet (B)(4). An investigation of the device in question by a field service technician is received. Functional testing and safety check to factory specifications were performed successfully. No problems found with unit. Additional information is not permissible per clinician. According to the log files the pump stopped due to a bubble detection. Therefore the cardiohelp worked as expected. The cardiohelp worked as expected since the pump has to stop when a bubble is detected.

Event description:
It was reported that during patient treatment an alarm of the cardiohelp device in question caused a pump stop. The operator struggled to resume the support. According to additional information received on (B)(6) 2016 the patient died after this event. In addition the comprehensive care unit of the claiming customer performed a root cause analysis on the event and in which determined that whatever occurred with the cardiohelp device in question was not a direct contributor to the patient's demise. The service technician checked the cardiohelp and the functional testing and safety check to factory specification were performed successfully. Ref.: 115958 customer ref.: cp-cpl-2016-000348

Manufacturer narrative:
Providing further information will be declined citing hipaa law. Therefore the root cause cannot be determined. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that it is a systemic error. No corrective action is needed.

Event description:
(B)(4).

Event description:
(B)(4).